Manufacturer narrative:
The date of event was approximated was (B)(6) 2017. It was reported that the capsule study took place in (B)(6) 2017. (B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a gastrointestinal (gi) capsule study in (B)(6) 2017. Bleeding was observed in the proximal small bowel (sb) was observed. No bleeding was found during follow-up enteroscopy.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed could not conclusively be established through this evaluation. The patient remains ongoing on lvas support and no further related issues have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.